Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported the monitor detached from the articulation arm assembly of their epiq cvx ultrasound system. The articulation arm assembly was replaced to repair the system. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Event description:
A customer reported the monitor detached from the articulation arm assembly of their epiq cvx ultrasound system. The articulation arm assembly was replaced to repair the system. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a manufacturing evaluation and analysis of the involved monitor arm. The engineering team determined the failure resulted from an assembly error causing misaligned screw threads to shear away from a secured position. A design change that involves securing the monitor arm with a tab and slot instead sole reliance on screws has been implemented in january 2019 and prevents potential recurrence of this assembly error.